Event description:
This device is at eri indication and was replaced. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eri. A number of 35 charging cycles was documented. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The ICD was implanted for 37 months; 35 charging cycles were documented in the ICD's memory. The amount of charge taken from the battery was verified. The battery condition was found to be anticipated. In summary, the ICD was fully functional. The eri battery status was anticipated.